Manufacturer narrative:
The lot complaint history was reviewed. This is the second complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) shows the product was released per specifications. The used returned sample was visually inspected and the administration and probe manifolds were noted to be missing. An extra infusion manifold and infusion cannula were returned. Used labstock components to replace missing items and continue testing. An auto infusion valve (aiv) liquid leak test was performed on each infusion manifold and no fluid was detected pass the valve into the air infusion tubing. The sample was then tested on a console representing the current software version. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the auto-stopcock malfunctioned during a surgery, causing the irrigation to backflow into the aspiration line. The surgery was performed and completed without product replacement. There is no harm to the patient. Additional information and product sample have been requested.